Event description:
It was reported that the recharge had no coupling bars and another recharger was also tried with no coupling bars. The implantable neurostimulator (ins) was recharging but with low efficiency and it was stated that it was taking forever to recharger. The patient woke up on the day of the report discharged and that this was when they realized she had no coupling bars. The ins was superficial. The antenna locate feature was attempted and received numbers in the 90's which should indicate good coupling. It was noted that the recharging issues were not related to the recharger. A possible flipped battery was discussed. It was noted that they would not anticipate what appeared to be recharging with zero coupling bars with a rechargeable device. It was noted that the patient was still acting like it was recharging with zero coupling bars but had not tined out, and the recharge status had not changed, still discharged or 0%. It was noted that the ins may be flipped. The patient was unable to get any coupling bars, they took an ap and lateral view x-ray of the ins. The patient fell about two weeks prior to the report and the fall did not immediately correspond to the inability to charge. The fit of the ins in the pocket had not changed. A physician mode recharge was ran and started a charge normally, it was confirmed that they were still getting zero coupling bars. A new charger out of the box was used with the same issues, zero coupling boxes, the physician mode reset did not fix the issue. When doing another antenna locate feature with the new recharger the baseline was 36 and 54. Additional information was received on (B)(6) 2015 indicating that it was confirmed using fluoro that the battery was not flipped. They tried to get coupling with the patient recharger, a new charger that was sent to the patient and the manufacturer representative¿s charger, they all failed. Upon product return of the old patient recharger analysis resulted in c300, digital component failure. The battery was placed about two months prior to the report. The patient was in a lot of pain. The physician had decided to replace the battery and it was scheduled for (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97713 serial #(B)(4) showed no significant anomalies and had a reduced battery capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery showed a total recharge count is 49. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 3 minutes and the battery charged from 3.500 volts to 3.495 volts. The battery had discharged to the lock mode on (B)(6) 2015; the total therapy loss count was 6. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2015. The typical duration of the last 39 recharge sessions was 0.7 hours, with a typical interval of 0 days and typical coupling of 0%.testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge. The recharger had full coupling and the ins recharged for 6 hours and 7 minutes to an end voltage of 3.980 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-33, lot# va0m0vy, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0lwpd, implanted: (B)(6) 2014, product type: lead. (B)(4).